Event description:
It was reported that, the pacemaker system exhibited noisy signals on this right atrial (ra) lead and the right ventricular (rv) lead. Upon review, it was found that the rv and this ra lead triggered a lead safety switch and exhibited high pacing impedance out of range, low amplitudes and noisy signals oversensing on both leads. Additionally, the minute ventilation (mv) was disable due to noisy signals oversensing in this ra lead and the rv exhibited loss of capture (loc) in bipolar configuration. The technical services (ts) recommended to consider a potential mechanical ra and rv lead impairment or dislodgement and an evaluation to confirm lead integrity and position should be considered. This ra lead remains in service. No adverse patient effects were reported.